Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints reported for this lot number. The device remains implanted in the patient, and the remainder of the device was discarded at the user facility; therefore, a product analysis will not be performed. The root cause cannot be determined. The instructions for use (IFU) states that, "potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, postembolization syndrome, and neurological deficits including stroke and possibly death."

Event description:
It was reported that during treatment of a giant basilar tip aneurysm, the coil unexpectedly detached during implantation. An attempt was made to remove the coil with a snare device; however, it was not successful. The coil was implanted partially in the aneurysm and down into the basilar artery. Sometime after the procedure, the patient experienced bleeding and is receiving ongoing treatment. The patient was also treated for vasospasm. It was stated that this procedure was the third attempt to treat the patient, and it was a challenging case. It is unknown if there was a relationship between the coil and the patient bleed.